Event description:
Pt transferred from area hospital for catheterization and possible CABG, during catheterization 2 inflations done and this improved distal flow. 2.25 x 13mm. Hepacoat stent prepped without difficulty advanced early to mid lad. With deployment balloon ruptured between 3-8 atms. With contrast seen on fluoro and line. Anesthesia & o.r surgery paged stat. Pt intubated and catheter thread over wire to obtain distal flow. Iabp introduced with significant improvement. Emergency CABG performed with consent. Pt transferred to sign after surgery cath note raises concern as to whether balloon failed as a result of plaque/calcification or product issue.